Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant air in line. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "air in line" alarm was confirmed and reproduced during evaluation and caused by a failed upstream sensor with low fluid number readings. The failed upstream sensor was replaced.